Manufacturer narrative:
The reported event of simplicity probe breaking was confirmed. A visual inspection found the electrode was fractured 2.7" proximal to the distal tip. No other visual anomalies were noted.

Manufacturer narrative:
E1 initial reporter phone number-(B)(6).

Event description:
It was reported that during rfa procedure on (B)(6) 2025, when advancing simplicity electrode, it broke off in the patient. As a result, the procedure was abandoned and surgical intervention was undertaken wherein remaining portion of electrode was removed to address the issue. Patient is stable.